Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A first overdischarge was confirmed. The patient experienced loss of stimulation in the bilateral lower extremities and increased pain. The patient had not had stimulation for about a year. A physician mode recharge (pmr) was performed which successfully reset the device. The device was reprogrammed and impedance testing was performed. The reprogramming provided better coverage of bilateral legs and low back. At the time of the report the patient was alive with no injury and recovered without permanent impairment.

Event description:
It was reported that the patient¿s implant had not worked for about a year. About a year prior to the report, the patient was recharging the implantable neurostimulator (ins) and it showed fully charged, but when he tried to turn the stimulation on with the patient programmer, he wasn¿t able to. The patient tried a few times to use the patient programmer to turn the stimulation on for several days. The patient had not recharged the ins in about a year. The patient was still having concerns regarding the device or therapy, but he was working with the physician or manufacturing representative. The patient had an appointment on (B)(6) 2014. Interventions and patient outcome were not reported. Follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be sent.